Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose (bg) level was impacted (69 mg/dl). The customer consumed juice to stabilize bg level. It was reported that the button "1" on the lock screen has to be pressed multiple times. The customer stated to typically run a temp rate during a work out. However, as the customer was unable to access the pump during the workout to set a temp rate, customer experienced a low bg. Troubleshooting with tandem technical support was performed. It was indicated that the customer would continue to use the pump until the replacement arrives.